Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was over 400 mg/dl at time of incident. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer treated for high blood glucose found injection. Customer does not allege insulin pump was under delivering. Customer received and connected to insulin pump, but it's not working. Customer confirmed that she was disconnected from her insulin pump. Customer stated that the drive support cap appears to be normal. Ran a self test for customer assurance and test was passed. The insulin pump will not be returned for analysis.